Manufacturer narrative:
The insulin pump received with currents in specification. Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test.

Event description:
It was reported that the insulin pump alarmed motor error. The motor error has occurred twice. The insulin pump passed the displacement test. Advised the customer that the insulin pump will be replaced. Nothing further reported.